Event description:
On 27 dec, 2006, kinetikos medical, inc., was informed of the explant of a wrist fusion system plate and screws from a female patient following a diagnosis of avascular necrosis. The original implant dated was 2004. The explanted components were not returned to kmi for evaluation. On dec. 27, 2006, kmi received notification of an explant of spider wrist fusion plate & bones screws from a patient at hospital. The explant was performed as the result of avascular necosis impacting device effectiveness. The original implant date was 2005. Identifying the root cause: the facilities risk manager was contacted on dec. 27, 2006, at which time he advised that hospital policy precluded divulging the attending physician's name. The original implant date reported was 2004. The patient had recently been diagnosed with avascular necrosis of the right wrist, which in turn had complicated the desired carpal bone fusion. As a result, during surgery three fixation screws in the lunate and triquetrum were discovered loose and one in the lunate was found broken. The remaining bone screws exhibited correct fixation. All but a bone screw fragment which remained in the lunate were explanted, as it was not deemed problematic by the attending physician. As it is hospital policy to destroy all explanted materials, no components could be returned to kmi for evaluation. As no lot numbers were reported, device history records could not be researched. Given the duration which the implanted device had remained implanted prior to the condition diagnosed, the root cause requiring the device explant can be attributed to avascular necrosis of the right wrist. If the patient had in fact initially been a viable candidate for this procedure in 2004, her condition had changed significantly during the interval since then to the extent that severely compromised its effectiveness.

Manufacturer narrative:
Corrective / preventive action planned: given that wfs product insert 82-0007 specifically contraindicates vascular deficiencies (contraindications section), and that failure to follow specific product indications can result in non-unions / plate & screw loosening (loosening (adverse effects section), no corrective or preventive actions are planned in response to this report. Risk assessment: the documented, quantifiable success rate of the spider wrist fusion system validates this systems safety and effectiveness and illustrates the acceptable risk factors associated with this device's design (approximately 0.6% of the implanted population have been explanted since system release in 1999). Post-market surveillance: post-market surveillance of the spider wrist fusion system will continue. All sources of product information will be taken into consideration, reviewed by kmi management and employed to facilitate improvements and ensure the safety and efficacy of this implant system.